Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR. Report: 3006705815-2017-00106. It was reported the patient experienced leg cramps and numbness (with the inability to move) shortly after the trial procedure. The patient was taken to the emergency room where the leads were explanted.

Event description:
Device 2 of 2 : reference MFR. Report: 3006705815-2017-00106. Follow-up identified the physician stated no further intervention was planned at this time.

Event description:
Device 2 of 2 reference MFR. Report: 3006705815-2017-00106. Follow-up identified an MRI revealed the patient had a hematoma. Spine surgery was performed due to the hematoma. The patient is still unable to move or feel her legs. Per the physician, the hematoma is not believed to be related to the system.